Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 110 mg/dl and 209 mg/dl 2. 209 mg/dl and 109 mg/dl sets of readings were taken in series. Reading of 209 mg/dl was taken only once. Customer took the first reading of 110 mg/dl, removed a strip from the vial to take another test, and then answered the phone. The second strip was out of the vial for more than 3 minutes, then the customer obtained the reading of 209 mg/dl with that strip. He then opened a new vial of strips from the same lot, and tested to obtain the reading of 109 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.